Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion sensor. A review of the event history log found downstream occlusion alarms on the final days of customer use, however it cannot be determined if the alarms are true or false. Utilizing the biomed options, the force sensor values were found to be out of specification. Physical inspection found the downstream tubing guide depth out of specification. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with the downstream occlusion sensor during testing in the biomed service department. There was no patient involvement. No additional information is available.